Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, (B)(6) 2009. (B)(4).

Event description:
It was reported the device experienced early battery depletion due to high thresholds on the left ventricular (lv) lead. The physician felt that the lv capture management was reprogramming the lv output too high. The device was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that when the new device was implanted, the lv lead was programmed to only 1 volt above the patient's threshold. The lv lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.